Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. Five days later, the patient was discharged from the hospital. The next day, the patient began treatment with gentamycin, intraperitoneally (ip, for 14 days, dose not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 1 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).